Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The lead was extracted by superior approach using one byrd dilator sheath and one locking stylet. Explant method: intravascular , superior technique/tools: direct traction with locking stylet and byrd dilator sheath no complications.